Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, when prepping the ascendra delivery system it was much more difficult than usual to inflate and deflate the balloon during de-airing. The device required additional force to inflate and the balloon could not be fully inflated. The device was removed from the table and replaced with a second delivery system which had no such problems.

Manufacturer narrative:
The device was returned to edwards for evaluation in a used condition. The device was visually inspected for any defects on the balloon as well as along the entire length of the catheter. X-ray was taken of the delivery system; no abnormalities/defects were observed. The delivery system was prepped using the extension tube and stopcock that was returned, and the device inflated/deflated with no observed abnormalities. Balloon inflation/deflation testing was performed on the returned delivery system and met design specifications. There were no difficulties observed to inflate or deflate the balloon. The balloon was sized and inflated to nominal size to measure the pressure necessary to inflate the balloon, and these measurements were within manufacturing specification. Per follow-up information, the customer believed that the ascendra 1 delivery system inflated/deflated slower compared to other edwards¿s products. To address this observation, inflation/deflation product verification (pv) data was pulled and results noted that ascendra 3 and retroflex 3 devices typically have a faster inflation/deflation time compared to ascendra 1. However, all pv data from these lots met manufacturing specifications for inflation/deflation time. These results show that the first generation ascendra 1 delivery systems typically have a longer inflation/deflation time compared to ascendra 3 and retroflex 3 devices. Therefore, it is possible that customer familiarity with usage of other edwards delivery systems and their faster inflation/deflation time leads to the perception that the ascendra 1 delivery system is inflating/deflating slow. The complaint regarding inflation/deflation difficulty was not confirmed on the returned device evaluation of the returned device revealed no manufacturing non-conformance that could have contributed to the reported event. In functional testing, it was observed that the pressure to inflate the balloon to nominal size met design specifications. The balloon was able to be correctly sized without any issues. During manufacturing, the delivery system undergoes two 100% inspections as follows: the balloon is inflated to ensure proper size and inspected for mechanical damage the balloon component is leaked tested after the y-connector is bonded these inspections support that it is unlikely that a pre-existing occlusion or a manufacturing nonconformance was the source of the complaint. It should be noted that the atrion syringe was not returned for evaluation. This device along with stopcocks and syringe used in the case may have contributed to the reported complaint. Malfunction/damage of accessories could cause occlusion of the lumen or allow air into the system which both can result in inability/difficulty to deflate the balloon. In addition, it is possible that customer familiarity with usage of other edwards delivery systems and their faster inflation/deflation time lead to the perception that the ascendra 1 delivery system is inflating/deflating slow. The complaint of inflation/deflation difficulty could not be confirmed, no labeling inadequacies were identified, and no manufacturing non-conformances were found. Therefore, no corrective or preventative actions are required.